Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too low in the annulus and was recaptured. During a second attempt to implant the valve, at eighty percent deployment, the valve was again too low and was recaptured. It was reported that the patient became hemodynamically unstable and a transesophageal echocardiogram (tee) showed fluid in the pericardium due to a ventricular perforation. The valve and delivery catheter system (dcs) were withdrawn from the patient. Upon withdrawal, the dcs shaft appeared bent which was likely due to rapid removal of the dcs during cannulization for cardiopulmonary bypass (cpb) per the physician. It was reported that it was difficult to retract the capsule and remove the valve. When the valve was removed from the capsule, it was covered in thrombus that would not completely rinse off of the valve using heparinized saline. Cpb was initiated and the perforation was surgically repaired. A blood transfusion was administered due to blood loss from the perforation. A second transcatheter bioprosthetic valve was loaded onto a new dcs and successfully implanted. Moderate pa ravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed reducing the pvl to mild. No further adverse patient effects were reported.